Event description:
A customer observed elevated troponin I results on their vitros eci analyzer for 2 patient samples. Falsely elevated troponin I results could lead to inappropriate physician action. There was no report of pt harm as a result of this event.